Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigma procedure, the device was hard to fire. The first clip was malformed. Another device was used to complete the procedure. There were no adverse consequences for the patient.